Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported that the laser stopped during lasik. Additional information has been requested.

Manufacturer narrative:
The date of treatment is not available, therefore a review of the log file could not be performed. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the company's acceptance criteria. The root cause could not be identified conclusively, because there was no service visit and customer provided limited details. (B)(4).